Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 534 mg/dl which they treated with manual shot. Customer did not troubleshoot for the high blood glucose. Customer stated they were having issues filling the reservoir and connecting it to the infusion set. Customer was instructed with the proper filling techniques. The insulin pump was not returned for analysis.

Manufacturer narrative:
Additional information was received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer was having issues with a set. During troubleshooting the customer stated the reservoir was leaking. During the call, the customer was unable to put set together and continue with troubleshooting. Customer then decided to call back another day to completed troubleshooting.